Event description:
It was reported, the catheter cracked hub during removal. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.